Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial architect insulin result of 399.7 pmol/l was generated on a (B)(6) patient sample. The sample was not repeated at the time. The patient questioned the result as she had her blood drawn at another hospital on a different day and the results were 20 pmol/l. The method was unknown. The original sample had been disposed and is not available. There was no report of impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified. A review for potential non-conformances, deviations or non-conformances was performed on architect insulin lot 82121lp01 and none were identified. Accuracy testing was also performed to evaluate the performance of reagent lot 82121lp01. An internal insulin panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. The architect insulin reagent package insert was reviewed and was found to adequately address the issue. Use error may have contributed to the customer's issue as the customer was comparing the architect results to results obtained on an unknown instrument type. Per product labeling, values obtained with different assay methods cannot be used interchangeably. Based on the available information no product deficiency of the architect insulin assay was identified.